Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly due to the blank display.

Event description:
It was stated that none of the buttons were responding. Nothing further was reported.